Manufacturer narrative:
Evaluation: pump pedal link.

Event description:
It was reported by service report that the stretcher will not pump up. No patient involvement or adverse consequences are reported.